Event description:
It was reported that the insulin pump alarmed to indicate an unexpected restart and the lower right of the display was cracked, as well as the reservoir window. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the alarm tests, and none were noted. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked display window, a cracked display window, a cracked reservoir tube, and a cracked case near the display window corners. No cracks were noted on the reservoir window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.